Manufacturer narrative:
Pending evaluation. Concomitant devices: cemented finned tib. Tra sz 3f/2t (cat# 200-04-32 / sn# (B)(4)); optetrak hi-flex tibial insert sz 3 9mm (cat# 244-23-09 / sn# (B)(4)); three peg patella 32mm (cat# 200-02-32 / sn# (B)(4)).

Event description:
As reported, approximately sixty-one months post tka implantation the patient (B)(6) y/o female had a revision due to right knee aseptic loosening of the tibial component.

Manufacturer narrative:
Section h10: (h3) the evaluation noted in the revision reported was likely the result of an insufficient bond between the tibial tray and the bone, which led to aseptic (non-infected) tibial loosening. However, this cannot be confirmed as the devices were not available for evaluation and x-ray images were not provided. Section (d10) concomitant devices: - cemented finned tib. Tra sz 3f/2t (cat# 200-04-32 / sn# (B)(6) ); - optetrak hi-flex tibial insert sz 3 9mm (cat# 244-23-09 / sn# (B)(6) ); - three peg patella 32mm (cat# 200-02-32 / sn# (B)(6) ). Section(s): no information has been provided: a4, a5, and b6. The following section(s) have additional info; g4, g5, g7, h1, h2, h3, and h7.

Manufacturer narrative:
Section h10: (h3) pending evaluation. Section (d10) concomitant devices: cemented finned tib. Tra sz 3f/2t (cat#: 200-04-32 / sn#: (B)(6). Optetrak hi-flex tibial insert sz 3 9mm (cat#: 244-23-09 / sn#: (B)(6). Three peg patella 32mm (cat#: 200-02-32 / sn#: (B)(6). Section h11: corrections made in the following section(s): (d1) brand name. (D2) common device name. ((D4) catalog number, serial number, exp dates, UDI number). (G5) 510k number. (H4) manufacture date. (H6) changed patient and device codes.